Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer verified the malfunction in the device memory logs but could not duplicate the event. The unit bennett was not authorized to evaluate unit.